Event description:
A discordant, falsely elevated troponin result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who treated the patient with an anti-coagulant based on the discordant result. The sample was rerun on an alternate advia centaur cp, and resulted lower. A new sample was obtained from the patient and run in duplicate on the alternate advia centaur cp, and the results matched the initial sample rerun result. The corrected result was not reported to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that there was fluid loss from the rinsing block. The fse replaced the rinsing block and the pump reagent probe wash and cleaned the luminometer. Quality controls were run, all of which were within range, and patient samples were run, and resulted as expected. The cause of the discordant, falsely elevated troponin result was a malfunction of the rinsing block. The instrument is performing according to specifications. No further evaluation of this device is required.